Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient of unspecified age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2012, it was reported that the patient's humapen memoir digits were no longer working and the display screen was blank. The humapen memoir was associated with product complaint (B)(4) / lot 0904c04. The humapen memoir was returned on (B)(6) 2012, and found to have missing segments in the dose display. The patient was the user of the pen, and had not received any training. The pen had been in use for approximately eight months. The patient did reuse needles, and only primed the device when starting a new set up. Update (B)(6) 2012: additional information received on (B)(6) 2012 from the global product complaint database added the device specific safety summary and manufactured date of the device; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2012. This report includes final evaluation findings. No additional information is expected. Evaluation summary a patient reported that his humapen memoir device display was blank. Investigation of the returned device (batch 0904c04, manufactured september 2009) found missing segments in the ones column of the dose numbers. The root cause was determined to be ingress by an unknown liquid that caused damage resulting in residue and corrosion in several locations in the device. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. A corrective action was implemented in q1 2012 beginning with batch 1109c01 to redesign the flexible circuit board to improve the protection of electronic components against moisture ingress. Improper use and storage - the type of liquid is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient of unspecified age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(4) 2012, it was reported that the patient's humapen memoir digits was no longer working and the display screen was blank. The humapen memoir was associated with product complaint (B)(4)/ lot 0904c04. The humapen memoir was returned on (B)(4) 2012, and found to have missing segments in the dose display. The patient was the user the user of the pen, and had not received any training. The pen had been in use for approximately eight months. The patient did reuse needles, and only primed the device when starting a new set up.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.